Event description:
It was reported that a tracheal tube was noted not to be holding pressure as intended. After two days, the tracheal tube was extubated. There was an alleged leak in the cuff without any reported patient injury. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference number: (B)(4). The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.

Manufacturer narrative:
(B)(4).